Event description:
It was reported that during a panproctocolectomy procedure, challenging case, the jaw broke off whilst outside the patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.